Manufacturer narrative:
While on the phone with dario's representative, the user reported receiving inconsistent bg readings from the same finger prick within one minute, as follows: 189 mg/dl and 158 mg/dl. Another instance involved bg readings of 120 mg/dl followed by 146 mg/dl. As per the user's request, dario's control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user, who reported testing his test strips with the control solution and his dario meter read within range for both tests. The user also reported that the following morning, he tested his bg and received from his dario meter a fasting reading of 124 mg/dl and a bg reading of 143 mg/dl after breakfast. The user reported that these readings are in normal range for him and that his bg reading issue was resolved. There is not enough information regarding the meter and old strips available to further investigate this case.

Event description:
On march 8th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving bg readings that were highly variable when using his dario meter. Due to the above, the user requested control solution.